Event description:
Per the clinic, the patient experienced a formation of biofilm (infection) at the implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics for approximately four months (specific dates not reported). It was also reported that the infection resolved following removal of the implant. Additionally, the patient had experienced increased sensitivity and itching in the area, which also resolved after the implant was removed. Device analysis report attached.